Manufacturer narrative:
The reported incident that 3.0mm asnis micro, cannulated drill 2.1mm, ao coupling was alleged of issue s-11 (breakage during surgery) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by far too much mechanical force which had been applied during drilling and resulted in the breakage of the tip. The device inspection revealed the following: the tip of the drill bit is severly damaged. The damages on the drill bit clearly indicate inadequate handling during use. Far too much mechanical force had been applied during drilling and resulted in the breakage of the tip. The ao coupling shaft is still in good condition though. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The customer reported that the cannulated asnis 3mm drill has sheared and come apart during a procedure.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that the cannulated asnis 3mm drill has sheared and come apart during a procedure.